Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence and pelvic organ prolapse. The patient experienced pain, recurrence, and dyspareunia. It was reported that patient underwent partial removal on (B)(6) 2007 due to pain and erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary tract infection.